Manufacturer narrative:
(B)(4)

Event description:
It was reported that asymptomatic patient presented for a device change-out. Oversensing on the lead was noted. No other anomaly was observed. The lead was capped and replaced.